Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6), 2022 getinge became aware of an issue with one of surgical lights - powerled 300. The received customer allegation regarded a non reportable issue. On (B)(6) 2022 technician became aware of reportable issue - the cover of the headlight was cracked with missing particles and paint was peeling from fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of the surgical lights - powerled 300. The initially received customer allegation was regarding a non-reportable issue. On 6th may 2022 the technician became aware of reportable issues - the cover of the headlight was cracked with missing particles and paint was peeling from a fork. We decided to report these issues in an abundance of caution as any particles falling off into a sterile field or during a procedure may cause contamination. According to the information provided by the service technician, the device has been repaired by replacement of pwd 300 under face kit (ard368358555) and pwd300 - aluminum upper cover (ard368337998). It was established that when the event occurred, the surgical light did not meet its specification due to paint chipping and cracks in headlight¿s covers, leading to missing particles, which contributed to the event. There is no information if the device was or was not being used for a patient¿s treatment upon the event occurrence. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when these particular malfunctions occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the paint chipping is moderate and the failure ratio of cracked headlight¿s covers, leading to missing particles, is low. The analysis has been performed by the manufacturer¿s subject matter experts. According to the conclusion of the analysis related to cracks of headlight¿s covers, leading to missing particles, all maquet sas products comply with: iec 6061-1 ed. 2.0 & ed. 3.0 general requirments for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Disinfection products test: maquet sas described how to perform the material resistance test in the working instruction ref. Fl 007. The following disinfection products are tested: surfa¿safe, isopropyl alcohol, incidin pro, virkon. The aim of these tests is to detect any incompatibility with disinfectant. The involved zone was probably exposed and the edges damaged corresponds to a retention zone. These facts indicate that cleaning agent residues may have a negative reaction on the plastic surfaces and leads to its degradation. The concentration of chemical products, the stagnation of substance residues on the surface are probably the main factors leading to the deterioration of surfaces. To avoid degradation of the shell it is recommended to respect the contact time and to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. The user manual (powerled¿s 01581 rev. 09, pages 20-22) mentions also to perform daily inspection in order to check the presence of paint chip, impact marks or other damage. To prevent similar incident, it is recommended to respect the cleaning instructions avoiding: prolonged exposure to detergents and disinfectants solutions high concentrations prohibited products according to the conclusion established by manufacturer¿s subject matter experts regarding the paint chipping issue, all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 genera requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿ requirements for all painted parts. Disinfection products test. The aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (powerled¿s 01581 rev. 09, page 29) includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).